Event description:
It was reported that this patient presented to the emergency room after experiencing a syncopal event. A review of the device data identified a change in morphology which resulted in t-wave oversensing causing the inappropriate therapy. The first shock accelerated the rhythm to ventricular fibrillation and the second shock converted the patient to sinus rhythm. A boston scientific technical services consultant documented and discussed the reported clinical observations. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient presented to the emergency room after experiencing a syncopal event. A review of the device data identified a change in morphology which resulted in t-wave oversensing causing the inappropriate therapy. The first shock accelerated the rhythm to ventricular fibrillation and the second shock converted the patient to sinus rhythm. A boston scientific technical services consultant documented and discussed the reported clinical observations. No additional adverse patient effects were reported. It was reported that this patient presented to the emergency room after receiving two inappropriate shocks. Device data identified low amplitudes, oversensing and elevated shock impedance measurements. Additionally, the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This report is being filed due to revised coding.

Event description:
It was reported that a review of the data from this device identified some of the oversensing occurred as a result of muscle noise. A boston scientific technical services consultant documented this information.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after experiencing a syncopal event. A review of the device data identified a change in morphology which resulted in t-wave oversensing causing the inappropriate therapy. The first shock accelerated the rhythm to ventricular fibrillation and the second shock converted the patient to sinus rhythm. A boston scientific technical services consultant documented and discussed the reported clinical observations. No additional adverse patient effects were reported.